Event description:
"Purplish" marks noted surrounding chest incision 14 days post-op (one dressing used then removed and left open). 5 days post-op dry, denuding skin (brown in color) very itchy for pt, required skincare therapy for allergic reaction. Pt apparently reacted mildly to adhesive also.